Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). Multiple MDR reports were filed for this event, please see associated reports: MFR-0001526350-2023-01249-1. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during surgery the unit was skipping and taking grafts in chunks. There was no information communicated regarding the date the event occurred, harm/injury, or delay. After evaluation of the complaint and returned device, it was determined that the device/blade could have caused or contributed to the event.